Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, the system's backup battery would not charge. In addition, the fsr reported a "broken power supply" and ps1 status signal 1 false. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Investigation is in progress, but not yet complete.